Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected and visible foam particles were observed. The third-party service center found the evidence of contamination dust/dirt. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.